Event description:
It was reported that the device exhibited atrial undersensing. There was a delay in automatic mode switch (ams) and some competitive atrial pacing as a result. No intervention was performed and no patient symptoms were not reported.